Event description:
A surgeon reported that during a procedure the modes where changing by themselves. The surgery was completed using an alternate system, with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).